Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-06384. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential causes of the flickering image; contact pins in the video connector are worn out, can be attributed to the following: in light of the fact that more than 12 years have passed since the subject device was delivered, it is inferred that the repeated use of the device for a long time caused the connector pins of the video connector socket to wear. The wearing away of the connector pins caused failure to normally transmit the image signals between the video processor and the videoscope, resulting in the endoscopic image flicker and the battery went dead due to its life limits.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was confirmed. The testing found worn out contact pins inside the video connector. Additionally, a dead battery was found which prevented the device from holding the user settings. A dent on the front panel was also observed however; it was not affecting functionality. The device was serviced with required replacement parts and the unit passed all functional testing. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported that the device has a flickering image. There was no patient involvement associated to this report.